Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic and abdominal pain/pain since their placement"), psoriatic arthropathy ("psoriatic arthritis") and genital haemorrhage ("irregular heavy bleeding/irregular bleeding and pain since their placement") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia and fibroids. Patient menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concomitant products included nuvaring. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device deployment issue ("the right side could not be fully placed/trailing coils; left 6 right 10-12"), post procedural discomfort ("patient discomfort"), fallopian tube spasm ("tubospasm"), dysmenorrhoea ("dysmenorrhea,"), arthralgia ("joint pain/wrist pain/ankles pain/severe bilateral hand and joint/ pain/left knee pain"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("pelvic and abdominal pain"), arthritis ("arthritis/she was diagnosed with arthritis"), swelling ("swelling,/neck swelling/worse as the swelling increased"), hypoaesthesia ("numbness"), food allergy ("food sensitivities"), rash ("rashes"), alopecia ("hair loss"), fatigue ("fatigue,"), menorrhagia ("menorrhagia"), headache ("headaches"), pain in extremity ("leg pain/hand pain"), vaginal haemorrhage ("vaginal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), pain ("body aches/total body pain/severe and intermittent body aches/worsened generalized body aches"), abdominal pain lower ("lower abdominal pain"), coital bleeding ("vaginal bleeding following intercourse"), rash papular ("worsened generalized body aches with red bumps on her hands lasting one week"), joint swelling ("swelling of her joints/knee swelling"), peripheral swelling ("swelling in her right hands/severe bilateral hand and joint pain/right arm and hand swelling/feet swelling"), chest pain ("chest pain") and pruritus ("pruritus."), small fundal fibroid (¿fundal fibroids¿), but cannot wear ¿fake¿ or costume jewelry, which often contains nickel because it irritates her skin (¿irritated skin¿), difficult to walk(¿difficult to walk¿), difficult to walk and carry out daily activities (¿difficulty with daily living activities¿), lymphadenopathy(¿lymphadenopathy¿), generalized lumps on her arms and cervical area(¿limb mass¿), bilateral hand stiffness in morning/lower leg stiffness(¿limbs stiffness¿), psoriasis,(¿ psoriasis¿) , bilateral osteoarthritis of her hands(¿osteoarthritis bilateral hands¿), back pain(¿back pain¿), mild nausea(¿nausea¿). The patient was treated with gabapentin, lidocaine and triamcinolone acetonide (kenalog). At the time of the report, the pelvic pain, psoriatic arthropathy, genital haemorrhage, device deployment issue, post procedural discomfort, fallopian tube spasm, dysmenorrhoea, arthralgia, menometrorrhagia, abdominal pain, arthritis, swelling, hypoaesthesia, food allergy, rash, alopecia, fatigue, menorrhagia, headache, pain in extremity, vaginal haemorrhage, dysfunctional uterine bleeding, pain, abdominal pain lower, coital bleeding, rash papular, joint swelling, peripheral swelling, chest pain,fundal fibroids, irritated skin, difficult to walk, difficulty with daily living activities, lymphadenopathy, limbs stiffness, psoriasis, osteoarthritis bilateral hands, back pain, nausea and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, arthritis, chest pain, coital bleeding, device deployment issue, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube spasm, fatigue, food allergy, genital haemorrhage, headache, hypoaesthesia, joint swelling, menometrorrhagia, menorrhagia, pain, pain in extremity, pelvic pain, peripheral swelling, post procedural discomfort, pruritus, psoriatic arthropathy, rash, rash papular, swelling, fundal fibroids, irritated skin, difficult to walk, difficulty with daily living activities, lymphadenopathy, limbs stiffness, psoriasis, osteoarthritis bilateral hands, back pain, nausea and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is still recovering from surgery and is assessing whether her symptoms have resolved. She has not been tested for a nickel allergy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion was noted rheumatoid factor - on an unknown date: negative ultrasound scan - on an unknown date: negative for fibroids; on an unknown date: showed a small fundal fibroid,no adnexal pathology none were noted during her most recent exam and hysteroscopy. She underwent radiology and lab testing, including x-rays of her hands and cervical spine, joint aspiration, and anti-microbial antibody testing. All were negative. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic and abdominal pain/pain since their placement/ severe pelvic pain/ pain') and device dislocation ('migartion') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the right side could not be fully placed/trailing coils; left 6 right 10-12". The patient's medical history included menorrhagia and fibroids. Patient menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included anesthesia procedure. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), psoriatic arthropathy ("psoriatic arthritis"), genital haemorrhage ("irregular heavy bleeding/irregular bleeding and pain since their placement/ abnormal bleeding"), post procedural discomfort ("patient discomfort"), fallopian tube spasm ("tubospasm"), dysmenorrhoea ("dysmenorrhea,"), arthralgia ("joint pain/wrist pain/ankles pain/severe bilateral hand and joint/ pain/left knee pain/ painful joints and leg"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("pelvic and abdominal pain"), arthritis ("arthritis/she was diagnosed with arthritis"), swelling ("swelling,/neck swelling/worse as the swelling increased"), hypoaesthesia ("numbness"), food allergy ("food sensitivities"), rash ("rashes/ hypersensitivity symptom"), alopecia ("hair loss"), fatigue ("fatigue,"), menorrhagia ("menorrhagia"), headache ("headaches"), pain in extremity ("leg pain/hand pain"), vaginal haemorrhage ("vaginal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), pain ("body aches/total body pain/severe and intermittent body aches/worsened generalized body aches"), abdominal pain lower ("lower abdominal pain"), coital bleeding ("vaginal bleeding bleeding following intercourse"), rash papular ("worsened generalized body aches with red bumps on her hands lasting one week"), joint swelling ("swelling of her joints/knee swelling"), peripheral swelling ("swelling in her right hands/severe bilateral hand and joint pain/right arm and hand swelling/feet swelling/ swelling of the left arm"), chest pain ("chest pain"), pruritus ("pruritus."), nausea ("mild nausea"), back pain ("back pain"), osteoarthritis ("bilateral osteoarthritis of her hands"), psoriasis ("psoriasis"), musculoskeletal stiffness ("bilateral hand stiffness in morning/lower leg stiffness"), limb mass ("generalized lumps on her arms"), lymphadenopathy ("lymphadenopathy"), loss of personal independence in daily activities ("difficult carry out daily activities"), gait disturbance ("difficult to walk"), skin irritation ("but cannot wear ¿fake¿ or costume jewelry, which often contains nickel because it irritates her skin"), neck mass ("generalized lumps on her cervical area"), migraine ("migraines") and autoimmune disorder ("auto- immune disorder") and was found to have uterine leiomyoma ("small fundal fibroid"). The patient was treated with gabapentin, lidocaine, triamcinolone acetonide (kenalog) and surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, psoriatic arthropathy, genital haemorrhage, post procedural discomfort, fallopian tube spasm, dysmenorrhoea, arthralgia, menometrorrhagia, abdominal pain, arthritis, swelling, hypoaesthesia, food allergy, rash, alopecia, fatigue, menorrhagia, headache, pain in extremity, vaginal haemorrhage, dysfunctional uterine bleeding, pain, abdominal pain lower, coital bleeding, rash papular, joint swelling, peripheral swelling, chest pain, pruritus, nausea, back pain, osteoarthritis, psoriasis, musculoskeletal stiffness, limb mass, lymphadenopathy, loss of personal independence in daily activities, gait disturbance, skin irritation, uterine leiomyoma, neck mass, migraine and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, arthritis, autoimmune disorder, back pain, chest pain, coital bleeding, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube spasm, fatigue, food allergy, gait disturbance, genital haemorrhage, headache, hypoaesthesia, joint swelling, limb mass, loss of personal independence in daily activities, lymphadenopathy, menometrorrhagia, menorrhagia, migraine, musculoskeletal stiffness, nausea, neck mass, osteoarthritis, pain, pain in extremity, pelvic pain, peripheral swelling, post procedural discomfort, pruritus, psoriasis, psoriatic arthropathy, rash, rash papular, skin irritation, swelling, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is still recovering from surgery and is assessing whether her symptoms have resolved. She has not been tested for a nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral tubal occlusion was noted. Rheumatoid factor - on an unknown date: results: negative. Ultrasound scan - on an unknown date: results: negative for fibroids; on an unknown date: results: showed a small fundal fibroid,no adnexal pathology. Diagnostic results: none were noted during her most recent exam and hysteroscopy. She underwent radiology and lab testing, including x-rays of her hands and cervical spine, joint aspiration, and anti-microbial antibody testing. All were negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new event added migraine , autoimmune disorder nos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic and abdominal pain/pain since their placement/ severe pelvic pain/ pain') and device dislocation ('migration') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the right side could not be fully placed/trailing coils; left 6 right 10-12". The patient's medical history included menorrhagia and fibroids. Patient menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included anesthesia procedure. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), psoriatic arthropathy ("psoriatic arthritis"), genital haemorrhage ("irregular heavy bleeding/irregular bleeding and pain since their placement/ abnormal bleeding"), post procedural discomfort ("patient discomfort"), fallopian tube spasm ("tubospasm"), dysmenorrhoea ("dysmenorrhea,"), arthralgia ("joint pain/wrist pain/ankles pain/severe bilateral hand and joint/ pain/left knee pain/ painful joints and leg"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("pelvic and abdominal pain"), arthritis ("arthritis/she was diagnosed with arthritis"), swelling ("swelling,/neck swelling/worse as the swelling increased"), hypoaesthesia ("numbness"), food allergy ("food sensitivities"), dermatitis allergic ("rashes/ hypersensitivity symptom"), alopecia ("hair loss"), fatigue ("fatigue,"), menorrhagia ("menorrhagia"), headache ("headaches"), pain in extremity ("leg pain/hand pain"), vaginal haemorrhage ("vaginal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), pain ("body aches/total body pain/severe and intermittent body aches/worsened generalized body aches"), abdominal pain lower ("lower abdominal pain"), coital bleeding ("vaginal bleeding following intercourse"), rash papular ("worsened generalized body aches with red bumps on her hands lasting one week"), joint swelling ("swelling of her joints/knee swelling"), peripheral swelling ("swelling in her right hands/severe bilateral hand and joint pain/right arm and hand swelling/feet swelling/ swelling of the left arm"), chest pain ("chest pain"), pruritus ("pruritus."), nausea ("mild nausea"), back pain ("back pain"), osteoarthritis ("bilateral osteoarthritis of her hands"), psoriasis ("psoriasis"), musculoskeletal stiffness ("bilateral hand stiffness in morning/lower leg stiffness"), limb mass ("generalized lumps on her arms"), lymphadenopathy ("lymphadenopathy"), loss of personal independence in daily activities ("difficult carry out daily activities"), gait disturbance ("difficult to walk"), skin irritation ("but cannot wear ¿fake¿ or costume jewelry, which often contains nickel because it irritates her skin"), neck mass ("generalized lumps on her cervical area"), migraine ("migraines") and autoimmune disorder ("auto- immune disorder") and was found to have uterine leiomyoma ("small fundal fibroid"). The patient was treated with gabapentin, lidocaine, triamcinolone acetonide (kenalog) and surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, psoriatic arthropathy, genital haemorrhage, post procedural discomfort, fallopian tube spasm, dysmenorrhoea, arthralgia, menometrorrhagia, abdominal pain, arthritis, swelling, hypoaesthesia, food allergy, dermatitis allergic, alopecia, fatigue, menorrhagia, headache, pain in extremity, vaginal haemorrhage, dysfunctional uterine bleeding, pain, abdominal pain lower, coital bleeding, rash papular, joint swelling, peripheral swelling, chest pain, pruritus, nausea, back pain, osteoarthritis, psoriasis, musculoskeletal stiffness, limb mass, lymphadenopathy, loss of personal independence in daily activities, gait disturbance, skin irritation, uterine leiomyoma, neck mass, migraine and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, arthritis, autoimmune disorder, back pain, chest pain, coital bleeding, dermatitis allergic, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube spasm, fatigue, food allergy, gait disturbance, genital haemorrhage, headache, hypoaesthesia, joint swelling, limb mass, loss of personal independence in daily activities, lymphadenopathy, menometrorrhagia, menorrhagia, migraine, musculoskeletal stiffness, nausea, neck mass, osteoarthritis, pain, pain in extremity, pelvic pain, peripheral swelling, post procedural discomfort, pruritus, psoriasis, psoriatic arthropathy, rash papular, skin irritation, swelling, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is still recovering from surgery and is assessing whether her symptoms have resolved. She has not been tested for a nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral tubal occlusion was noted. Rheumatoid factor - on an unknown date: results: negative. Ultrasound scan - on an unknown date: results: negative for fibroids; on an unknown date: results: showed a small fundal fibroid,no adnexal pathology. Diagnostic results: none were noted during her most recent exam and hysteroscopy. She underwent radiology and lab testing, including x-rays of her hands and cervical spine, joint aspiration, and anti-microbial antibody testing. All were negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of essure device'), pelvic pain ('pelvic and abdominal pain/pain since their placement/ severe pelvic pain/ pain') and device dislocation ('migartion') in a 39-year-old female patient who had essure (batch no. 925785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the right side could not be fully placed/trailing coils; left 6 right 10-12". The patient's medical history included menorrhagia, fibroids, arthritis, hypertriglyceridemia, c-section (c-section 2006) and psoriasis. Patient menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included anesthesia procedure. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), psoriatic arthropathy ("psoriatic arthritis"), genital haemorrhage ("irregular heavy bleeding/irregular bleeding and pain since their placement/ abnormal bleeding"), post procedural discomfort ("patient discomfort"), fallopian tube spasm ("tubospasm"), dysmenorrhoea ("dysmenorrhea,"), arthralgia ("joint pain/wrist pain/ankles pain/severe bilateral hand and joint/ pain/left knee pain/ painful joints and leg"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("pelvic and abdominal pain"), arthritis ("arthritis/she was diagnosed with arthritis"), swelling ("swelling,/neck swelling/worse as the swelling increased"), hypoaesthesia ("numbness"), food allergy ("food sensitivities"), dermatitis allergic ("rashes/ hypersensitivity symptom"), alopecia ("hair loss"), fatigue ("fatigue,"), heavy menstrual bleeding ("menorrhagia"), headache ("headaches"), pain in extremity ("leg pain/hand pain"), vaginal haemorrhage ("vaginal bleeding"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), pain ("body aches/total body pain/severe and intermittent body aches/worsened generalized body aches"), abdominal pain lower ("lower abdominal pain"), coital bleeding ("vaginal bleeding bleeding following intercourse"), rash papular ("worsened generalized body aches with red bumps on her hands lasting one week"), joint swelling ("swelling of her joints/knee swelling"), peripheral swelling ("swelling in her right hands/severe bilateral hand and joint pain/right arm and hand swelling/feet swelling/ swelling of the left arm"), chest pain ("chest pain"), pruritus ("pruritus."), nausea ("mild nausea"), back pain ("back pain"), osteoarthritis ("bilateral osteoarthritis of her hands"), psoriasis ("psoriasis"), musculoskeletal stiffness ("bilateral hand stiffness in morning/lower leg stiffness"), limb mass ("generalized lumps on her arms"), lymphadenopathy ("lymphadenopathy"), loss of personal independence in daily activities ("difficult carry out daily activities"), gait disturbance ("difficult to walk"), skin irritation ("but cannot wear ¿fake¿ or costume jewelry, which often contains nickel because it irritates her skin"), neck mass ("generalized lumps on her cervical area"), migraine ("migraines") and autoimmune disorder ("auto- immune disorder") and was found to have uterine leiomyoma ("small fundal fibroid"). The patient was treated with gabapentin, lidocaine, triamcinolone acetonide (kenalog) and surgery (essure removal on (B)(6) 2017 and laparoscopic bilateral salpingectomy, removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, device dislocation, psoriatic arthropathy, genital haemorrhage, post procedural discomfort, fallopian tube spasm, dysmenorrhoea, arthralgia, menometrorrhagia, abdominal pain, arthritis, swelling, hypoaesthesia, food allergy, dermatitis allergic, alopecia, fatigue, heavy menstrual bleeding, headache, pain in extremity, vaginal haemorrhage, abnormal uterine bleeding, pain, abdominal pain lower, coital bleeding, rash papular, joint swelling, peripheral swelling, chest pain, pruritus, nausea, back pain, osteoarthritis, psoriasis, musculoskeletal stiffness, limb mass, lymphadenopathy, loss of personal independence in daily activities, gait disturbance, skin irritation, uterine leiomyoma, neck mass, migraine and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, alopecia, arthralgia, arthritis, autoimmune disorder, back pain, chest pain, coital bleeding, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fallopian tube spasm, fatigue, food allergy, gait disturbance, genital haemorrhage, headache, heavy menstrual bleeding, hypoaesthesia, joint swelling, limb mass, loss of personal independence in daily activities, lymphadenopathy, menometrorrhagia, migraine, musculoskeletal stiffness, nausea, neck mass, osteoarthritis, pain, pain in extremity, pelvic pain, peripheral swelling, post procedural discomfort, pruritus, psoriasis, psoriatic arthropathy, rash papular, skin irritation, swelling, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is still recovering from surgery and is assessing whether her symptoms have resolved. She has not been tested for a nickel allergy transabdominal/transvaginal pelvic ultrasound performed on (B)(6) 2018 showing echogenic band in the right peripheral myometrium suspicious for essure wire or echogenic scar tissue, no left side wire identified. Clinical correlation needed as patient states essure wires were removed. Trailing coils; left 6 right 10-12. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral tubal occlusion was noted. Rheumatoid factor - on an unknown date: results: negative. Ultrasound scan - on an unknown date: results: negative for fibroids; on an unknown date: results: showed a small fundal fibroid,no adnexal pathology. Diagnostic results: none were noted during her most recent exam and hysteroscopy. She underwent radiology and lab testing, including x-rays of her hands and cervical spine, joint aspiration, and anti-microbial antibody testing. All were negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, patient's date of birth, medical history, lot number added. Rcc updated. Event: fragment of essure device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of essure device'), pelvic pain ('pelvic and abdominal pain/pain since their placement/ severe pelvic pain/ pain') and device dislocation ('migartion') in a 39-year-old female patient who had essure (batch no. 925785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the right side could not be fully placed/trailing coils; left 6 right 10-12". The patient's medical history included menorrhagia, fibroids, arthritis, hypertriglyceridemia, c-section (c-section 2006) and psoriasis. Patient menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included anesthesia procedure. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), psoriatic arthropathy ("psoriatic arthritis"), genital haemorrhage ("irregular heavy bleeding/irregular bleeding and pain since their placement/ abnormal bleeding"), post procedural discomfort ("patient discomfort"), fallopian tube spasm ("tubospasm"), dysmenorrhoea ("dysmenorrhea,"), arthralgia ("joint pain/wrist pain/ankles pain/severe bilateral hand and joint/ pain/left knee pain/ painful joints and leg"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("pelvic and abdominal pain"), arthritis ("arthritis/she was diagnosed with arthritis"), swelling ("swelling,/neck swelling/worse as the swelling increased"), hypoaesthesia ("numbness"), food allergy ("food sensitivities"), dermatitis allergic ("rashes/ hypersensitivity symptom"), alopecia ("hair loss"), fatigue ("fatigue,"), heavy menstrual bleeding ("menorrhagia"), headache ("headaches"), pain in extremity ("leg pain/hand pain"), vaginal haemorrhage ("vaginal bleeding"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), pain ("body aches/total body pain/severe and intermittent body aches/worsened generalized body aches"), abdominal pain lower ("lower abdominal pain"), coital bleeding ("vaginal bleeding bleeding following intercourse"), rash papular ("worsened generalized body aches with red bumps on her hands lasting one week"), joint swelling ("swelling of her joints/knee swelling"), peripheral swelling ("swelling in her right hands/severe bilateral hand and joint pain/right arm and hand swelling/feet swelling/ swelling of the left arm"), chest pain ("chest pain"), pruritus ("pruritus."), nausea ("mild nausea"), back pain ("back pain"), osteoarthritis ("bilateral osteoarthritis of her hands"), psoriasis ("psoriasis"), musculoskeletal stiffness ("bilateral hand stiffness in morning/lower leg stiffness"), limb mass ("generalized lumps on her arms"), lymphadenopathy ("lymphadenopathy"), loss of personal independence in daily activities ("difficult carry out daily activities"), gait disturbance ("difficult to walk"), skin irritation ("but cannot wear ¿fake¿ or costume jewelry, which often contains nickel because it irritates her skin"), neck mass ("generalized lumps on her cervical area"), migraine ("migraines") and autoimmune disorder ("auto- immune disorder") and was found to have uterine leiomyoma ("small fundal fibroid"). The patient was treated with gabapentin, lidocaine, triamcinolone acetonide (kenalog) and surgery (essure removal on (B)(6) 2017 and laparoscopic bilateral salpingectomy, removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, device dislocation, psoriatic arthropathy, genital haemorrhage, post procedural discomfort, fallopian tube spasm, dysmenorrhoea, arthralgia, menometrorrhagia, abdominal pain, arthritis, swelling, hypoaesthesia, food allergy, dermatitis allergic, alopecia, fatigue, heavy menstrual bleeding, headache, pain in extremity, vaginal haemorrhage, abnormal uterine bleeding, pain, abdominal pain lower, coital bleeding, rash papular, joint swelling, peripheral swelling, chest pain, pruritus, nausea, back pain, osteoarthritis, psoriasis, musculoskeletal stiffness, limb mass, lymphadenopathy, loss of personal independence in daily activities, gait disturbance, skin irritation, uterine leiomyoma, neck mass, migraine and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, alopecia, arthralgia, arthritis, autoimmune disorder, back pain, chest pain, coital bleeding, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fallopian tube spasm, fatigue, food allergy, gait disturbance, genital haemorrhage, headache, heavy menstrual bleeding, hypoaesthesia, joint swelling, limb mass, loss of personal independence in daily activities, lymphadenopathy, menometrorrhagia, migraine, musculoskeletal stiffness, nausea, neck mass, osteoarthritis, pain, pain in extremity, pelvic pain, peripheral swelling, post procedural discomfort, pruritus, psoriasis, psoriatic arthropathy, rash papular, skin irritation, swelling, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is still recovering from surgery and is assessing whether her symptoms have resolved. She has not been tested for a nickel allergy transabdominal/transvaginal pelvic ultrasound performed on (B)(6) 2018 showing echogenic band in the right peripheral myometrium suspicious for essure wire or echogenic scar tissue, no left side wire identified. Clinical correlation needed as patient states essure wires were removed. Trailing coils; left 6 right 10-12. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral tubal occlusion was noted. Rheumatoid factor - on an unknown date: results: negative. Ultrasound scan - on an unknown date: results: negative for fibroids; on an unknown date: results: showed a small fundal fibroid,no adnexal pathology. Diagnostic results: none were noted during her most recent exam and hysteroscopy. She underwent radiology and lab testing, including x-rays of her hands and cervical spine, joint aspiration, and anti-microbial antibody testing. All were negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.